Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info rec'd indicates the seat section weld is broken at the pivot.